Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery (cfa) after a chemo embolization procedure using a proglide device. Reportedly, the suture broke when the device was being withdrawn from the patient and the two suture ends were being removed from the device. A second proglide was then attempted and was successful achieving hemostasis. The patient did not experience any adverse effect. The access site was described as clean. A 6 fr. Sheath was used during the closure procedure. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the device was partially deployed. The suture was returned complete and intact. This finding is not consistent with the report of suture broke when the device was being withdrawn from the patient and the two suture ends were being removed from the device. The analysis noted that a posterior cuff miss had occurred as evidenced by the posterior cuff being returned loose with the cuff tabs in the predeployed condition and no needle strike marks at the posterior foot. A needle to cuff miss has the same appearance and could result in preventing the suture retrieval from achieving hemostasis with this device. The needle tip missing the cuff during deployment prevents retrieval of the suture during deployment. During testing, the plunger was inserted into the device to test the needle trajectory, depth and mandrel travel and the results were acceptable. The test results indicate that needle trajectory was not a contributing factor in the event. No product quality deficiency was noted. A cuff-miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. The probable cause for the noted needle to cuff miss appears to be related to the operational influences during use and not a product quality deficiency. Review of the device history record did not reveal any non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. The needle trajectory of each device is inspected twice during manufacturing. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.